Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High ventricular impedance was noted on the data disc review. It was reported the lead was replaced due to increasing impedance. No patient complications were reported as a result of this event. No conclusion can be drawn impedance, high.

Event description:
It was reported the lead was replaced due to increasing impedance. No patient complications were reported as a result of this event.